Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow-up. Review of the electrograms showed non-sustained right ventricular oversensing due to myopotentials. Testing was discussed. No additional information was reported.